Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-17129 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is "suddenly not able to walk very well" and stated her "legs don't move like they used to" and inquired if something is "wrong" with the "wiring" of her implant. The patient stated that she notified the healthcare provider and stated that her healthcare provider adjusted the battery. They stated that the issues with not being able to walk "seems to be worse sometimes" and stated that it was not as bad when she was at her healthcare provider's office recently as it is now. They synced with the programmer and it showed stimulation on and it is at "a", "2.90". Patient called back for instruction on how to change groups. Patient stated that her healthcare provider directed her to change from group "c" back to group "b". Patient clarified that she has two implants and stated she is on group a with her other implant and should remain on group a for that implant, but stated that her healthcare provider instructed her to change from group c to group b on her other implant. Provided education on how to change groups if medically appropriate. Patient confirmed on the call that she successfully changed to group b. Patient inquired where to find this information in the pt. No further complications were reported or anticipated with this event.